Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not have stimulation and was unable to charge his ipg with a replacement charger. F/u identified the pt may not have been charging his ipg regularly. It was reported the pt was scheduled to receive epidural injections, and was to discuss the ipg issue with the physician at that time. It was reported surgical intervention was a possible next course of action.